Manufacturer narrative:
Unit received with cracked case on the back at the battery tube area. Unit received with missing retainer ring and reservoir tube o-ring. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. Received with fading serial number. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack on the reservoir threads. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.